Manufacturer narrative:
The reported complaint could not be duplicated by the field service rep (fsr). The (fsr) replaced the air sensor, cable and air detect interface module for intermittent failure. The fsr tested the air system with the new components installed. The unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the airline alarmed continuously and the customer could not reset it. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.